Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a day after having an av node ablation procedure, patient presented at the hospital with symptoms of dizziness and light headedness. Upon interrogation, loss of capture was noted on the right ventricular lead. The lead was capped and replaced later that evening on (B)(6) 2019. The patient was stable after the procedure.